Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer crashed. The programmer passed functional testing and no errors were found in the logs. It was indicated that a keyboard hinge was broken and a screw was loose. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed. The programmer was returned for service. No patient complications have been reported as a result of this event.